Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The lesion being treated was located in the left main. Details of the lesion are unknown. While advancing the 2.5x16mm taxus ion stent, the stent dislodged in the calcified left main. Additional information has been requested and is not available.